Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window, missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that they went to the emergency room yesterday. Customer stated that the hospital told them that the insulin pump was not working. Customer went to the emergency room on (B)(6) 2015 with a blood glucose of 682 mg/dl. Customer felt extreme thirst and dizzy. Customer was wearing the pump at the time of the emergency room visit. Customer declined to troubleshoot for high blood glucose, but customer agreed to return the pump for testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.